Event description:
The account stated that the architect bhcg reagent lot 68916jn00 has generated a high value on a patient having treatment for a hydatidiform mole. In 2009, the initial result was 2230 miu/ml. At about one week later, the patient was redrawn, and the sample was tested immediately before having a CT scan, and this time the result was < 1.2 miu/ml. There was no impact to patient management reported.

Event description:
The customer stated a patient generated a false positive result on the axsym cmv igg assay. The sample was initially tested on the axsym analyzer and generated a positive result. The sample was retested by another method yielding a negative result. The sample was tested again on axsym and a negative result was obtained. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted and consisted of a review of complaint data to assess the performance of the assay and a review of labeling to determine if the issue observed by the customer was adequately addressed. Customer complaints received to-date were reviewed to determine if others have experienced the same issue. Our review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to discrepant test results while using the reagent lot number in question. Although a sample was returned for investigation, the volume available was insufficient to perform a more thorough investigation. Also, since the customer was able to get a negative result during retest, this could point to sample handling. Although a specific reason for the discrepant test results could not be determined, based on the investigation we have conducted, we believe the axsym cmv igg assay is performing as intended. The customer was referred to the axsym cmv igg reagent package insert ((B)(4)) which indicates that for diagnostic purposes, anti-cmv igg results should be used in conjunction with patient history and other cmv markers (e.g. Anti-cmv igm) for diagnosis of past or present infection. Additionally, the results of this test are semi-quantitative and should be considered as either positive or negative for the presence of igg antibodies to cmv. In case of a positive result, the level of au/ml should not be used for diagnosis of a recent infection. Additionally, the specimen collection and preparation for analysis section states, specimens should be free of fibrin, red blood cells or other particulate matter. This is the final report.